Event description:
Patient with a history of ischemic cardiomyopathy, ejection fraction of 35% to 40%, chronic atrial fibrillation, and status-post guidant dual-chamber defibrillator implantation 2 years ago, for the primary prevention of sudden cardiac death. Interrogation of his guidant dual-chamber defibrillator reveals a battery voltage of 2.49 volts (elective replacement indicator is 2.50 volts) and charge time of 14.8 seconds.